Event description:
Customer alleges his chair went wild at the dinner table and he crashed into the side of his couch.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Customer alleges his chair went wild at the dinner table and he crashed into the side of his couch.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.